Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this patient with an artificial urinary sphincter experienced urinary incontinence. A surgical procedure was performed and it was found a fluid leak in the balloon caused by a hole. The balloon was removed and replaced while the original cuff and pump remained implanted. There were no additional patient complications reported.